Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the external pulse generator (epg) shut off during use with a full battery. It was noted that the upper case was broken. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) shut off during use. It was noted that the epg's battery was full. The epg was returned for servicing. No patient complications have been reported as a result of this event.